Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low and high blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl. Other blood glucose value mentioned was 202 mg/dl. The customer was treated with intravenous insulin drip, food. The customer also reported that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.